Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer reported there is no physical damage to the outside of the unit. Customer did not know the date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue that ther is no power. Unit was tested with new batteries and unit powered up without intermittency observed. However, there is no alarm sound. The nurse call function works as it should. Visual findings noted the led lens has been pushed into the case and the unit warning label is missing. Note: instructions for use states: test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the led, indicating monitoring, is blinking green. (B)(4).